Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery and system board were needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery and system board were needs to be replaced to address the issue. The system board only was returned to the product investigation labatory for further investigation. The system board was visually inspected and found no visual defects. The system board was installed the system board on to a known good trilogy evo and found the system board functions as designed.